Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient had to go to the bathroom the night prior to the call three separate times "close in time in order to completely empty." The patient advised that this had not happened before and is not sure if it is related to the device. Additional information was received which indicated that the patient was hoping for better frequency during the day. The caller was assisted with changing the patient to the right lead and setting stimulation to 0.5 where stimulation was felt in the buttocks area. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.